Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation approximately three weeks ago. X-rays indicated the lead had migrated out of the epidural space. The patient attempted increasing the amplitude; however, that did not resolve the issue. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6)2017 during which the lead was repositioned. The patient reportedly lost sensation in both her legs post-operatively. Subsequently, the patient underwent an additional surgery during which the patient's scs system was explanted. The patient regained mobility and sensation in her legs following the explant procedure.